Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that a lead safety switch (lss) on this pacemaker, was triggered, for the right ventricular (rv) lead impedance measuring greater than 2000 ohms. During isometrics, unipolar impedance was stable at 485-511 ohms. Myopotential noise was noted on the electrogram and was not oversensed. Bipolar impedance was stable with no noise (815-829 ohms). Boston scientific technical services (ts) discussed 2 options. To reset to bipolar and monitor, or since the patient has an underlying junctional beat in the 40's, they could program to unipolar pace and bipolar sense. The hcp was to discuss with the physician. No adverse patient effects were reported.